Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 faceplate was broken. A field service engineer replaced the faceplate to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer faceplate broken. Although it was physical damage and would not affecting operation. But the side corner of the face plate has sharp edge which might exposed to user or nurse while handling and removing medications from the drawer and cubies. There were no delay or adverse events or injuries reported based on this event.